Event description:
It was reported that the device could not be interrogated. The last known battery voltage was 2.95v. EKG did not show pacing. The decision was made to explant the device.

Manufacturer narrative:
The device would not communicate due to a depleted battery. The device was analyzed with a new battery and found to be normal. Further analysis identified an internal anomaly within the battery. This anomaly caused the low battery voltage and no communication experienced in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.